Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no complaint was received with the return of device. Conclusion: failure event observed during analysis. Final analysis found an insulation abrasion at 82.2 cm to 83.5 cm from the connector pin which exposed the re cable. (B)(4).